Manufacturer narrative:
Integra has completed their internal investigation on 02/01/2016. The investigation included: methods: evaluation of actual device. Review of complaint history. Results: evaluation of device: one (1) used flexible luer adapter component was received for evaluation. In addition, attached to the luer connector was a stopcock from an unknown manufacturer. The following observations were made: the connector used was the flexible luer adapter. Comparison between complaint luer adapter and acceptable luer adapter yielded the following observations: the barbed feature was present in the complaint unit. No noticeable defects (burrs/rough surface), were observed in the stainless steel connector of the complaint component. Since the fg lot # was not provided, the device history record (DHR) could not be reviewed. Upon review of integra¿s complaint system from (B)(6) 2013 ¿ (B)(6) 2015, a total of (B)(4) (including this one) for external lumbar drainage catheter product family have been reported for the disconnection of luer adapter from catheter. (B)(4). Based on failure analysis, the reported condition ¿connector pulled out of catheter¿ could not be confirmed. There is no indication that the luer adapter used had a manufacturing defect and/or suffered some type of damage that might be accountable for the disconnection incident reported. The barbed feature to hold the catheter in place was present at the stainless steel tip. Although it is unknown if the lumbar catheter was secured to the luer adapter with ligatures, based on the fact that the incident was observed after the patient got back into bed from the bathroom, it may be possible that the connector was pulled out of the catheter as a result of excessive force and/or inappropriate handling.

Event description:
The lumbar drain snapped when the patient got back into bed from the bathroom. The connecter pulled out of the catheter. The drain was clamped and a hemostat was placed on the tubing. Additional information has been requested.

Manufacturer narrative:
(B)(6). How was the lumbar drain secured to the patient and what was used to secure it: unknown. At what point/location in the catheter did it snap (e.g where the catheter connects to the luer adapter, etc.) = unknown. Was there any csf leakage as a result: if yes, please provide amount: minimal, moderate, etc. = unknown. Was the catheter removed and the drain replaced after the incident occurred: if not, please provide what action was taken after the drain was clamped and a hemostat was placed on the tubing: removed, not replaced. 10. Patient outcome = no injury.